Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: section c, d10 investigation - evaluation the complainant, (B)(6) hospital located in canada, informed cook on (B)(6) 2020 of an incident that occurred on (B)(6) 2020 involving a coda lp balloon catheter with rpn coda-2-9.0-35-120-32 from lot 10306494. The patient was undergoing an endovascular aortic repair (evar) procedure with unknown stent grafts. The complaint device was inserted into the patient and a syringe filled with 10 ml visipaque and 30 ml saline was attached. The balloon was inflated but ruptured inside the patient during this first inflation attempt. The balloon was removed, and the procedure continued with no apparent harm to the patient. A review of the complaint history, device history record (DHR), drawing, instructions for use (IFU), quality control, and specifications, as well as a visual inspection of the returned device, was conducted during the investigation. One used and damaged coda balloon catheter was returned for examination. Upon visual inspection, biomatter was noted throughout the device. A longitudinal rupture was observed in the balloon. Apart from the rupture, no other damage was noted. Cook has concluded that the device was manufactured to current specifications. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to prevent the release of non-conforming product related to the reported failure mode. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the DHR for the reported complaint device lot (10306494) revealed no related non-conformances. A database search did not identify any additional events associated with the reported device lot. Because there are adequate inspection activities in place, objective evidence that the DHR was fully executed, and no other lot-related complaints received from the field, cook has concluded that there is no evidence that non-conforming product exists in house or in the field. Cook also reviewed product labeling. The product instructions for use (IFU), [t_codalp_rev3] ¿coda® and coda® lp balloon catheters¿, provides the following information to the user related to the reported failure mode: "warnings do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: damage to vessel wall and/or vessel rupture. Rupture of balloon. Precautions: use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate balloon. Always monitor balloon inflation using fluoroscopic control. Product recommendations: balloon inflation volume. Do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: damage to vessel wall and/or vessel rupture. Rupture of balloon. Maximum inflation volumes for rpn coda-2-9.0-35-120-32, max. Volume is 30 cc. Instructions for use: balloon preparation. Note: balloon and balloon lumen of the coda and coda lp balloon catheters contain air. The air must be removed from balloon and balloon catheter prior to insertion using standard technique. 2. Prepare balloon lumen with standard 3:1 saline and contrast mixture as follows: a. Attach syringe, with appropriate amount of 3:1 saline and contrast mixture, to stopcock on balloon lumen. B. Purge all air from balloon in standard fashion. C. Completely deflate balloon and close stopcock. Balloon introduction and inflation: 4. Inflate balloon with standard 3:1 saline and contrast mixture using a 20 cc or larger syringe. Adhere to recommended balloon inflation volumes. 5. If balloon pressure is lost and/or balloon rupture occurs, deflate the balloon and remove balloon and sheath as a unit.¿ based on the information provided, inspection of the returned product, and the results of the investigation, a definitive root cause for this event was unable to be established. It was reported that 40 cc of inflation medium was prepared for the balloon catheter, while the maximum inflation volume listed in the IFU is 30 cc. It is unknown if the entire 40 ml was used to inflate the balloon, which would have caused balloon rupture due to over inflation. It is unknown if calcification was present in the patient¿s anatomy at the location of inflation. This also could have led to balloon rupture. No information was provided regarding the stent grafts used in the procedure or where in the stent grafts the balloon catheter was inflated. If the balloon was inflated in the presence of bare metal stents, that would likely have caused the balloon to rupture. Additionally, it is possible that defects were present in the balloon material. Although the balloon catheter is inflated during quality control inspections, it is possible that the balloon ruptured between the quality control inflation volume and the IFU maximum inflation volume. With the given information, these scenarios cannot be confirmed at this time. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a coda lp balloon catheter burst inside the patient upon the first inflation. The balloon was deployed during an evar procedure with access from the groin. The syringe was filled with 10 ml of visipaque and 30 ml of saline. There was no harm to the patient. Additional information has been requested regarding event details but is currently unavailable.